Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip and cracked lcd window. The pump was received with broken off reservoir tube lip. Reservoir unable to lock in place due to reservoir completely broken off. Missing reservoir tube o-ring noted.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 200 mg/dl at the time of the incident. The customer stated that the plastic tube where you put the insulin in is all broken off. The customer stated that the reservoir barrel was damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.